Event description:
According to the information received, during a laparoscopic cholecystectomy, the electrocautery hook broke within the surgical site. The fragment was fully retrieved without any complications. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Product returned on: 01.jul 2025. Date of investigation: 12. Dec 2025. Result of investigation: a visible inspection of item 37370dl (nm01) was performed. The breakage of the hook is most likely due to incorrect or insufficient reprocessing. Visible corrosion and contamination at the break point indicate that the IFU specifications and reprocessing instructions were not followed. This presumably led to the formation of microcracks, which weakened the material structure and ultimately contributed to the breakage. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).